Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath was difficult to advance due to resistance. A percutaneous transluminal angioplasty of lower limbs was performed by using a contralateral approach from the left common femoral artery to the right superficial federal artery. When the sheath was inserted from the left common femoral artery and was attempted to advance to the right superficial federal artery along a guidewire (radifocus), there was high resistance with the guidewire and the sheath was difficult to advance. The sheath was not used and replaced with a competitor's equivalent guiding sheath to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient. The estimated blood loss was less than 250 cc's. There was no patient injury, medical/surgical intervention required.

Event description:
Additional information was received on 07october2020: the resistance was felt with the guidewire.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.